Manufacturer narrative:
(B)(4).

Event description:
One day brushing I choked [choking] because the bristle ended up in my throat, foreign body in throat. I get a bristle in my mouth, foreign body in mouth. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a male patient who received gsk toothbrush (sensodyne gentle extra soft toothbrush) toothbrush (batch number unk, expiry date unknown) for drug use for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started sensodyne gentle extra soft toothbrush. On an unknown date, an unknown time after starting sensodyne gentle extra soft toothbrush, the patient experienced choking (serious criteria gsk medically significant), foreign body in throat (serious criteria gsk medically significant), foreign body in mouth and product complaint. The action taken with sensodyne gentle extra soft toothbrush was unknown. On an unknown date, the outcome of the choking, foreign body in throat, foreign body in mouth and product complaint were unknown. The reporter considered the choking, foreign body in throat and foreign body in mouth to be related to sensodyne gentle extra soft toothbrush. Additional details: adverse event information was received via call center representative via email on (B)(6) 2021. The consumer stated that," I'm a customer of extra soft bristle toothbrushes, I really liked them a lot and bought several. What I feel is that almost every day I get a bristle in my mouth, because it comes loose from the toothbrush. See attached photo, you guys need to do something about this, it's not possible for a milestone like this, to have a product that way. One day brushing I choked, because, the bristle ended up in my throat. I look forward to a solution on this matter." Follow up information received from call center representative via email on (B)(6) 2021. Provide the picture of suspect product. No new information received. Initial and follow up was processed together. Follow up 2 information was received on (B)(6) 2021 from quality assurance (qa) department regarding complaint (B)(4) for unknown lot number. Investigation evaluation: (B)(6) 2021 08:22:00: no defect sample or batch code available for confirmation and investigation. Base on the customer complaint history of this toothbrush and investigation against all the previous returned samples, filaments came off defect was caused in the following conditions: improper use of toothbrush, on some returned sample, obvious similar pinch marks are found on the bristles, the defect may be caused by filaments get stuck in-between teeth or between teeth and bracket/dental brace and then pulled out. From the perspective of the process, it cannot be completely ruled out that insufficient number of filaments in the hole in manufacturing process leads to the filament fall off during use. In jul 2019, for all the tufting machines in the workshop, sensors have been installed to the filament feeder to automatically detect whether there is insufficient filament. When the filament is close to the limit position, the sensors will automatically alarm to remind the operators to replenish the filament in time. The tufting needle and tufting nozzle is slightly worn out in production process, thus the part that contacts with the anchor wire is not parallel as usual, and in the high speed running of the tufting machine, the anchor wire is occasionally inserted into the tufting hole in slant condition. For the anchor in the tufting hole is tufted in slant condition, thus the bristles cannot be fixed effectively and the bristles of this tuft are easily falling out when certain force is applied. For this factor, anchor falling preventive checking records of tufting machine has been deployed in workshop in april 2018, requiring technician of each shift to conduct checking for tufting needles for two times and record the results. And the site has started in april 2020, requiring the workshop technician to check and confirm the wearing status of the tufting nozzle every 3 months, and replace or repair immediately if there is any wear, which is to reduce the possibility of defect product leaking out. Further analysis cannot be conducted until the defect sample is available. This complaint will be closed as inconclusive temporarily and the complaint will be re-opened when the defect sample is acquired. The investigation reports concluded that, complaint stands inconclusive.